Event description:
Rn, was sterile priming lipid fluids in the priming room. The lipids would not prime all the way through. The fluid would stop after the filter part of the tubing filled up. Rn tried two other different tubings and both of those also did the same thing. Rn then primed lipids with 3-port alaris tubing and just y-in the lipids below the filter of the total parenteral nutrition (tpn). Rn placed defective tubings in the dirty utility room. There was no harm in this event. There was no patient involved.